Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that this happened due to his surgical technique and this was not a device related event. The patient has been good after the procedure. Device investigation could not be conducted since the device was not returned for investigation. Lot history review revealed no anomaly relating to the reported event, and no other similar product experience report was received. Based on the obtained information, it is presumed that rotational and pulling force exceeding the product's design limit might be unintentionally applied while the distal portion of the microcatheter tip was trapped by the lesion, and that led the microcatheter to break apart at the trapped tip. There was no indication of product deficiency. The IFU states that: [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the cause are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and [malfunctions] separation.

Event description:
Reportedly, during pci procedure for treating 90% stenosis in the rca #1 and occlusion in the rca #2, a microcatheter was used with a guidewire. The physician applied rotations and pushing-pulling maneuver to the catheter, so that the catheter could cross the lesion. When the catheter was removed in order to exchange to another catheter, it was found that the tip of the catheter was broken. The physician tried to retrieve the tip fragment but it was no successful. Because the fragment was located in front of the lesion and it seemed there was not much impact on the blood flow, the physician decided to leave the fragment in the vessel and the procedure was completed.